Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the batteries of the imaging system could not charge. Once replaced, the reported issue was resolved and the imaging system passed a system checkout. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility regarding an imaging system outside of a procedure. The caller indicated that the battery status showed critical with voltage at 91.95. There was no patient associated with the reported issue.